Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 1802, and 4621.

Manufacturer narrative:
Patient's weight unavailable. Device lot number and expiration date unavailable, although requested. Device manufacture date unavailable because lot number unavailable. A supplemental MDR to follow upon availability to enter component code (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a left ventricular (lv) and a right atrial (ra) lead due to endocarditis and bacteremia. Patient was also reported to have a staph infection, an ejection fraction (ef) of 35% and pulmonary hypertension. It was also reported that no gated CT scanning was performed prior to the procedure, so it is unknown if there were blood clots or vegetation present prior to the case. Spectranetics lead locking devices were reported to have been used to provide traction to aid in the leads'' extractions. It was reported that the lv lead was successfully removed first. At that time, it was noted that the patient's blood pressure dropped but the team continued the case. Anesthesia noted significant bleeding coming from the pocket area (presumed to be from the procedural insertion site, an expected occurrence during lead extraction). Fluids were given to the patient, and the team focused on removal of the rv lead. Using a spectranetics 16f glidelight device, the physician was able to advance the device past the lead's distal coil, past the superior vena cava (svc) curve, and reached the area just north of the svc/ra junction. At this time, the patient's blood pressure dropped significantly. Traction was released from the rv lead, but the blood pressure did not recover. The heart team, which were scrubbed in, began CPR. Other rescue efforts followed, including rescue balloon, pericardial window, and pericardiocentesis with no change in blood pressure. A temporary pacing wire was placed femorally and although it was placed well, the heart didn't respond. Patient was defibrillated with the heart not responding. It was noted via transesophageal echocardiography (tee) that a blood clot was seen at the tricuspid valve region between the ra and rv. CPR continued x 30 minutes with the heart not responding. Death was pronounced at that time. Rv and ra leads were not removed. Head of anesthesia, CT surgeon and extractor all felt there was no injury that had occurred during the procedure, and the origination of the blood clot was not determined. However, with the 16f glidelight being in use during the time the patient's blood pressure dropped significantly, it cannot be ruled out that the device could have caused or contributed to the event. There was no alleged malfunction of any spectranetics devices in use during the procedure.